Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. No further information reported.